Event description:
According to the reporter: occurred during a laparoscopic subtotal gastrectomy procedure. The stapling devices were being used of the stapling and sectioning of the duodene. And during the stapling and stomach section. The surgeon had to change the manual stapling handle and reloads seven times during the procedure. The staplers were not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, opened another manual stapling handle and reloads. The surgical time was extended by thirty minutes or more due to the product problem, had to open several instruments and reloads. There was no patient harm. The patient outcome is alive, no injury.